Event description:
It was reported that the insulation of the device was compromised.

Event description:
It was reported that the insulation of the device was compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and repaired before an engineer was able to perform a full evaluation. Based on the repair diagnostic codes, the reported failure mode was confirmed. The unit had a scratch in the insulation. Past complaints involving this product family and this reported failure, have been primarily caused by: multiple uses of flash sterilization, rapid cooling after sterilization and/or contact with metal tray during sterilization. In sum, the product was returned and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.